Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and the touchscreen shattered. The customer's blood glucose level was 202 mg/dl. Reportedly, the touchscreen was not visible, but the pump was able to deliver basal insulin. It was indicated that the customer would continue to use the pump for insulin delivery and also had manual injections.